Event description:
The customer reported that insulin was leaking into the reservoir chamber. The customer's blood glucose reading was 385 mg/dl. The customer also reported that the insulin pump had been exposed to fluid. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened and used reservoir. Checked o-rings and stopper groove for defects and none were found. Ran basal and bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection.